Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at time of implant are unknown. It was reported that six years post index procedure the patient presented to the ER with a heart attack. A CT was performed due to the patient complaining of back pain. Since the patient¿s creatinine was elevated, a non-contrast CT was done. It was noted that there was a migration resulting in a type I endoleak due to the neck dilatation to 32mm. The patient also had several fractures of the spine. The aneurx stent graft has fallen into the aaa sac approximately 5cm from the renal arteries. As soon as the patient¿s creatinine comes down, the patient will get a heart cath to evaluate the patient¿s coronary condition. If the patient is cleared they will proceed in fixing the aneurx stent graft. Due to the patient¿s mi the patient will have to wait for clearance to proceed. The patient¿s renal function needs to improve. The physician stated that the mi and renal deterioration was a progression of the patient's disease, not caused by stent graft. Twenty one days later the patient had their secondary intervention. The physician did cut downs on both groins and placed a 36x16x166 from the right and pigtail from the left. The main body was deployed with gate position anterior for easy access. The physician extended with a 16x20x124. After that the right limb was extended with 16x20x82 down to the right internal. The physician ballooned the stent graft with a reliant balloon. A completion angiogram was done and noted a proximal type 1 endoleak. The physician re-ballooned with the reliant and the type 1 got worse. Upon examination of angiogram it was noted that the stent graft moved down. The endurant had watermelon seeded after ballooning. The physician thinks it was about 3mm due to proximal hooks seating in aorta. A proximal cuff 36x3649 was implanted and ballooned again and on final angiogram the leak resolved. The following day the patient had a jump in their creatinine and only produced 500 cc of urine. There is concern they may have damaged or covered the renals with the endurant cuff. The next day according to physician this morning, the patient put out 700cc of urine yesterday and 300cc of urine last night. The patient is up walking around and wants to go home. They did a renal function study and were able to see flow to the renal parenchyma. No additional clinical sequelae were reported. A review of returned non-contrast cta¿s from 6+ years post-implant confirmed that the aneurx bifurcate was positioned approximately 5cm below the renal arteries. The ipsilateral limbs and extension was placed into the right common iliac artery, and the contra limb and extension were positioned within the left common iliac artery. Assessment of any endoleak or stent graft occlusion could not be made due to lack of contrast. The aortic body and proximal neck was angulated approximately 65deg a-p, and the proximal neck was angulated approximately 70deg l-r; relative to the aortic body and limbs. The proximal stent graft od was 28mm, and the proximal neck diameter was >3cm. The maximum diameter of the bi-lobal aaa measured 7cm. Earlier post-implant images were not provided, and the anatomy at implant is unknown. The likely cause of the stent graft migration and type I endoleak was due to disease progression; neck dilatation and angulation.